Event description:
As the physician was attempting to remove the device, resistance was encountered and it "suddenly felt that the coil was detached from the delivery wire". The whole system was removed from the patient and the physician noted that the coil had detached from the delivery wire at the detachment zone. The procedure was successfully completed with no clinical consequence to the patient.

Event description:
As the physician was attempting to remove the device, resistance was encountered and it "suddenly felt that the coil was detached from the delivery wire". The whole system was removed from the patient and the physician noted that the coil had detached from the delivery wire at the detachment zone. The procedure was successfully completed with no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for evaluation. Based on the information provided, the coil was intermittently stuck during the withdrawal of the device from the aneurysm. The physician encountered no difficulties advancing the coil to and into the aneurysm so it most probable that some procedural factor that was encountered as the device was being maneuvered resulted in the reported event. Based on the information provided the exact cause can not be determined but it has been determined that the cause of the event was most probably operational context.